Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). In the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned within the introducer sheath. Upon visual inspection, the subject coil's delivery wire was kinked, which is likely due to handling. Additionally, the main coil was stretched and due to this, the suture was also damaged. The main coil was also seen to be broken. There was friction noted when trying to advance in the sheath. Based on the analysis results and available information, an assignable cause of procedural factors will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications, in addition to being used in accordance with the directions for use (dfu). However, device performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the device revealed that the subject coil was broken. The procedure was completed by using another coil and there were no clinical consequences to the patient as a result of this event.